Event description:
It was reported that the x-ray button was stuck and the system produced uncommanded x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply and reseated circuit boards. The system operates as intended.